Event description:
The customer reported, the connector of the evis lucera elite bronchovideoscope had an air/water leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed, due to corrosion on the scope connector. The report is being submitted due to the error message found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to deformation of the scope cover unit. Also, evaluation found the light guide bundle was slipping down, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the universal cord, scope cove unit, scope connector, and control unit were dirty; due to water leakage, the up/down plate was sticky, the grip was sticky, the universal cord was wrinkled, the connecting tube was dented and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was due to the damage of image sensor unit, the internal board of the video connector or the system side from water invasion. Olympus will continue to monitor field performance for this device.